Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer. Vessel morphology was not reported. It was reported that the stent graft deployment was slow and as the stent graft deployment was initiated it appeared to deploy in the misaligned position. The physician pulled the delivery system to correct the stent graft position which resulted in the stent graft being implanted distal to the intended landing zone (see MFR # 2953200-2009-00101). A second talent thoracic was inserted and advanced to the intended landing zone; however, after it was deployed there was a type 1 endoleak present (see MFR #2953200-2009-00102). A third talent thoracic stent graft was implanted proximal to the second stent graft and covered the carotid artery. This required a self expanding stent to be implanted in the carotid artery using the "chimney technique". At the conclusion of the procedure the patient was doing well; however, it was reported that the patient passed away sometime after the procedure, exact date is unknown. No additional information was provided.

Manufacturer narrative:
(Required secondary intervention). Results: death; treatment of a penetrating ulcer. Conclusion: treatment of a penetrating ulcer.